Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2012. Revision of left shoulder components due to infection. The case report form indicates this event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.

Event description:
It was reported from a study database that study that the patient had a revision for the left shoulder due to infection, humeral loosening and implant failure. The event onset is (B)(6) 2016 with a revision that occurred on (B)(6) 2016, information is from the clinical data base. It was reported that there was no intra-operative complication. No additional information is available, no devices were returned. All associated MFR numbers for this event: 1038671-2017-00196, 1038671-2017-00197, 1038671-2017-00198, 1038671-2017-00199, 1038671-2017-00200.

Manufacturer narrative:
The event of infection is greater than 3 months postop and it is highly unlikely to be related to the surgical procedure or devices. The most likely cause of the reported event is related to the underlying patient condition. It is noted in the IFU that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. General surgical risks include, superficial or deep infection and total joint surgical risk include soft tissue damage which may lead to a second surgical intervention or revision. This device is used for treatment not diagnosis.